Manufacturer narrative:
The device has not been returned for evaluation. A supplemental report will be submitted upon completion of the manufacturing plant's evaluation.

Event description:
A peritoneal dialysis (pd) pt's spouse reported that the pt was experiencing pain during treatment and that it was related to the pt's surgery for a hernia earlier that day. During follow up the pt's pd nurse reported the pt came into the clinic (B)(6) 2015 for a check up. During the visit he reported that he started having pain in his groin area (B)(6) 2015. He was referred to his physician for the pain. The doctor determined he had an inguinal hernia. He was scheduled for surgical repair (B)(6) 2015 and had the procedure performed. The surgeon reported that he had not entered or affected the peritoneum during the surgery so the pt was cleared to continued pd treatment the same night of the surgery. The pt continues to recover. Medical records have been requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. Medical records available were evaluated. Medical records do not contain peritoneal dialysis clinic progress notes, peritoneal dialysis treatment records, hospital progress notes, a recent history and physical or lab/diagnostic results for review. Medical records do not indicate the cause of the patient's inguinal hernia. Medical records do not indicate any causal relationship between the liberty cycler and the patient's inguinal hernia. Without the aforementioned medical records, no conclusion can be made regarding a causal relationship between the liberty cycler and the patient's inguinal hernia.